Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher glucose sensor scan results compared to unspecified glucose readings obtained on the competitor brand meter and noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced soaking in sweat and was unable to self-treat. A non-healthcare professional first attempted to give the customer apple juice and dextrose orally. An emergency glucose injection was then given and paramedics arrived and measured the customer's blood glucose levels and gave two oral glucose solutions. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor result of 120 mg/dl was compared to a competitor brand meter reading of 64 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.